Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a total of three elastic bands successfully deployed; however, the fourth band did not come off the device while the fifth and sixth bands did not move. Reportedly, after the procedure, it appeared as if the last rubber band had passed under the other rubber bands and the suture was broken. The remaining rubber bands were fired to remove the device from the scope. A second device was not needed as it was noted that the procedure was completed at this time. Reportedly, during the device set-up and after attaching the ligating unit to the trip wire, the physician did not pull the proximal end of the trip wire and it was not secured in the handle slot when the handle was turned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Device code 1069 captures the reportable event of suture broken. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was rolled in the handle assembly and there was evidence that it was not secured in the handle slot when received. It was possible to observe that the slack was not removed properly while the suture loop was still intact. A crimp was present on the tripwire. The suture was detached from the ligator head, but it was attached to the trip wire and it was still intact. Additionally, the bands were returned attached on the ligator head; however, these bands had overlapped on each other. The suture hole was torn and the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage was observed to the handle assembly and no other issues with the device were noted. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally as per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a total of three elastic bands successfully deployed; however, the fourth band did not come off the device while the fifth and sixth bands did not move. Reportedly, after the procedure, it appeared as if the last rubber band had passed under the other rubber bands and the suture was broken. The remaining rubber bands were fired to remove the device from the scope. A second device was not needed as it was noted that the procedure was completed at this time. Reportedly, during the device set-up and after attaching the ligating unit to the trip wire, the physician did not pull the proximal end of the trip wire and it was not secured in the handle slot when the handle was turned. There were no patient complications reported as a result of this event.